Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, occlusion (vascular occlusion) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us healthcare professional and concerns a female patient. The patients date of birth was unknown. She was injected with radiesse(+), in a different practice. Batch number and expiry date were unknown. After the radiesse(+) injection, the patient experienced an occlusion. The outcome of the event was unknown.